Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136 they allege that the unit and insert are heating up. No injury was reported from the alleged event.

Manufacturer narrative:
Notes: 08/05/2024, repair tech: dts. Emn hp, cable, conn/gun cable kink/pinch/twist. Dead batteries in wireless foot pedal. Worn and peeling foot control pad. Blockage in the handpiece cable causing restricted water flow. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-rb ***no handpiece, aux cable received for evaluation*** ***for proper evaluation always send in all parts that go along with the unit to be looked at*** ***no hp, old hdpc 01/2024, new hdpc 03/2024*** ************* within warranty? No. ************ within warranty? No. ************* within warranty? No.